Manufacturer narrative:
The field service engineer could not determine a cause. The customer ran controls and there were no issues. Precision studies were performed and the results were good. The customer has had no further issues since the service visit. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect ci for gen.2 on a cobas 6000 c (501) module. An incorrect cl value was reported outside of the laboratory. The sample was repeated and the repeat result was believed to be correct. A corrected report was issued for the cl value. The sample initially resulted with a cl value of 116.4 mmol/l. The analyzer automatically repeated the sample, resulting with a cl value of 102.1 mmol/l. The sample was repeated a second time, resulting with a chloride value of 102.3 mmol/l. The cl electrode lot number and expiration date were asked for, but not provided.